Manufacturer narrative:
Pump was received with broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. No broken battery compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery compartment is broken. Customer's blood glucose was unknown at the time of incident. No further details given.